Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and caused pacing inhibition. No asystole was observed. The rv lead was surgically abandoned and replaced. Fluoroscopy was performed and no lead damage was visible. The cause of the observations was not determined. No additional adverse patient effects were reported.